Event description:
Information received by medtronic indicated that the reservoir had a leak. Customer reported that they were sitting for work and had wet spot on pants, so they changed the complete set. The customer also reported having high blood glucose of 375 mg/dl. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.